Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and felt weak and confused. The implantable pulse generator (ipg) was suspected to have malfunctioned. The ipg remains in use.  No patient complications have been reported as a result of this event.